Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a potential infection at the ipg site. Cultures were taken and results revealed negative for infection. The physician confirmed there was no infection and believed that the patients symptoms were not procedure related and device related. The patient underwent a procedure wherein the pocket was cleaned and the patient was doing well postoperatively. The patient was placed on antibiotics.